Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call on (B)(6) 2014 that the insulin pump had a failed battery test alarm. The blood glucose at the time of the incident was 268 mg/dl. Troubleshooting was able to resolve the issue; the customer did not receive a failed battery test after inserting a new battery. They called back on 6/5/2014 to report that the insulin pump had a lank display. Blood glucose value was 138 mg/dl. Troubleshooting was not completed as the customer requested the device to be replaced. The device will not be returned for analysis.